Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The acculink is being filed under a separate medwatch report number. There are several possible causes for difficulty advancing the recovery catheter, including, but not limited to, damage to the recovery catheter, challenging anatomical conditions, stent post dilatation strategy, the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. The lot release testing results were reviewed and this lot met all release criteria. The difficulty advancing the recovery catheter appears to be related to case circumstances and there is no indication to suggest a product quality deficiency.

Event description:
It was reported that the tapered acculink (7-10x40) stent migrated after deployment requiring a second acculink to cover the rest of the lesion in the heavily calcified left internal carotid artery. The accunet recovery catheter was unable to be advanced past the acculink stent. A second recovery catheter successfully removed the accunet without further incident. After the procedure, the patient experienced hypotension requiring a dopamine infusion for one day. During the dopamine infusion, the patient initially had chest pain, but it resolved with no intervention. The cardiac enzymes were negative. There was no adverse patient sequela. There was no additional information provided.